Event description:
A retroactive review of pt flag files in the lifevest network identified a monitor reset following a treatment on (B)(6) 2015. Per a zoll distributor, the pt's nurse and doctor reported that the pt may have been treated. The pt also reported to the distributor that they received a treatment shock and went to the emergency room (ER). An initial device download did not reveal a treatment event. During a retroactive review of pt flag files, it was identified that this monitor reset following the treatment event. The treatment was delivered at approximately 07:16:04. The ECG recording shows that prior to the treatment, the pt was in vt. The ECG rhythm after the treatment was nsvt. Due to the fact that the pt was in vt prior to the treatment, it is likely that an appropriate defibrillation was delivered. There was no death associated with the treatment event.

Manufacturer narrative:
Device eval summary: monitor sn (B)(4) has not been returned to zoll for investigation. The pulse reset was confirmed through a review of the data download flag files. An investigation into monitors exhibiting the same issue found that the root cause for the reset is noise from the defibrillator pca high-voltage capacitors propagating on the main battery wire on the monitor c/a board. A real-time review request for a design change to address this issue was submitted to FDA on 01/20/2015. No adverse event resulted from the pulse reset.